Manufacturer narrative:
It was reported by the vad coordinator that the pump will not be returning to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt expired on (B)(6) 2014. The cause of expiration was noted as "multi system organ failure". No further info is available at this time.